Event description:
During ptca treatment procedure, loading difficulties were encountered. When the maverick otw 20/2.0 mm balloon was being loaded onto the choice pt plus guide wire, the physician felt much friction and the balloon became stuck on the wire. The balloon and guidewire were removed and returned as a unit. The procedure was completed with another device. Pt status is listed as "very good" balloon analysis revealed that the balloon was within specifications, but a "blemish" was noted on the guidewire. Guidewire analysis is now in progress.